Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs (B)(4) call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump alarm history indicated a cs 063 call service alarm. During testing, the rewind, load, and prime steps were completed successfully with no duplicated call service alarms. The pump case was removed and no evidence of moisture ingress or internal damage was found. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the pump was powered on and the display screen appeared discolored.